Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) took part in a clinical pain study. It was reported the patient experienced headaches and flushing of the face shortly after stimulation was turned on. In addition, the patient experienced dizziness and had fainted approximately 3 times. It was noted that the plan was to explant the patient's system; however, it is unclear if the explant took place. The issue was reportedly resolved on (B)(6) 2011. Additional information has been requested; however, no further information was available at the time of this report.